Event description:
During a pt care, this unit was found to display low battery from a fully charged battery. Medics tried removing and reinstalling the battery but to no improvement. After a few attempts, the board then display an error code of ua12 (lifeband not present) with a lifeband connected into the unit. No adverse affects to the pt.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The archive data analysis showed multiple user alarm_ID 12 (lifeband not present) which could be due to the lifeband detect switch was loose. The lifeband detect switch was re-adjusted. Furthermore, the reported complaint of "unit display low battery" was not confirmed. The unit was run with our tested batteries with no problems found. The board work as intended and it passed final test. No batteries were returned for evaluation. No adverse event was reported.